Event description:
Patient reported that in 2000 the wrong medicine was put in their pump. Patient believed it was dilaudid. The pump went bad, "it quit working." The pump was replaced. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. Patient reported he is yet concerned regarding device or therapy, but he was working with his doctor or medtronic representative. It was later reported by medtronic representative that the patient was seen by the hcp on (B)(6) 2013 for a refill where they added morphine 50 mg/ml. It was reported the patient showed no withdrawal symptoms that day, but showed sever insomnia issues. There was no information about what hcp (dr. (B)(6)) did with the lyrica medication or when he allegedly changed it out for morphine and did not update the pump - this information was provided by the patient. The patient tolerated the refill well. The patient came back in on (B)(6) 2013 for a routine follow-up and his pain control was good. He was having no issues except for the insomnia. He was prescribed a sleep aid. Hcp had no telemetry logs to report.

Manufacturer narrative:
Product ID 8709, lot # l56463, implanted: (B)(6) 1999, explanted: (B)(6) 2010, product type catheter.

Manufacturer narrative:
(B)(4).